Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three hours after a successful cryo ablation procedure, the patient's blood pressure dropped and cardiac tamponade was observed. A pericardiocentesis was performed and the blood pressure stabilized. It was also noted that a blood loss of approximately 250 cc occurred. No further patient complications have been reported as a result of this event.